Manufacturer narrative:
It was reported that following insertion the patient experienced pain, extrusion, infection, urinary problems, recurrence and dyspareunia. It was reported that the patient experienced extruded mesh and underwent mesh excision/ removal (B)(6) 2009. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a surgical procedure to treat stress urinary incontinence on (B)(6) 2009 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient concurrently underwent robotic-assisted laparoscopic urologic procedure, laparoscopic repair of recurrent ventral incarcerated incisional hernia, robotic abdominal sacral colpopexy, and extended enterolysis.

Event description:
It was reported that the patient concurrently underwent robotic-assisted laparoscopic urologic procedure, laparoscopic repair of recurrent ventral incarcerated incisional hernia, robotic abdominal sacral colpopexy, and extended enterolysis.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03101. The same patient is represented in each medwatch.